Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm during bolus delivery and the pump stopped all insulin delivery. Customer's blood glucose levels were not impacted. The malfunction alarm was cleared with tandem technical support and it did not reoccur.